Event description:
The customer reported that during routine preventive maintenance testing the ventilator will intermittently start autocycling. The customer replaced the exhalation sensor, exhalation manifold, exhalation elbow, exhalation poppet, exhalation sensor o-rings, and checked all tubing as well as cal transducer and the issue doesn't resolve. No patient involvement.